Manufacturer narrative:
H.3 device evaluation by manufacturer: the aquabeam motorpack was returned for investigation. The reported event "e22 - motorpack error" message was replicated during functional testing during the 1st docking cycle along with a "e50 - console error" message. Visual inspection confirmed fluid ingress in the motorpack connector jack. Additional analysis opened the motorpack and there was dried saline deposits on the inside of the motorpack shell. A review of the device history record (DHR) was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system and/or handpiece associated to this event. The review indicated that the system and/or handpiece met all required specifications upon release for distribution. A review for similar complaints confirmed a total of five (5) similiar events reported on this issue. The aquabeam robotic system's user manual, um0104-00 rev. F, states the following: 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece drape the motorpack with deroyal camera drape (ref 28-0401 or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: - pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. - ensure the drape is properly seated in recess of the motorpack. - ensure the drape is not obstructing the magnetic plate on the motorpack. Caution: pull the drape back to recess of the motorpack. Warning: to avoid potential contamination of the motorpack, ensure it is draped with a new sterile drape for each procedure. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error release foot pedal and click x. If error persists, turn off and turn on console and cpu. The e22 and e50 errors codes in the field were determined to have been caused by fluid getting into the motorpack. This issue is mitigated by requiring a motorpack drape and a handpiece articulating arm drape state in um104-00 rev f. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4) aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. The error message was unable to be cleared during troubleshooting steps; therefore, the treating physician proceeded to convert to a transurethral resection of the prostate (turp) surgical procedure for treatment of bph. The procedure was continued to successful completion. There were no adverse consequences to patient's health.